Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn 14495789 which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the bd assy oridion etco2 v1 rohs. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced oridion pcb for co2 sensor calibration failure during pm, error 570.6200. Replaced broken front case.replaced broken rear case. Replaced etco2 door for won't close/stuck. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of (B)(6)2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported c02 sensor calibration failure during pm. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported c02 sensor calibration failure during pm. There was no patient involvement.